Event description:
The nurse reported a possible dialyzer reaction. From the start of several routine hemodialysis treatments and continuing throughout, the patient has shortness of breath, wheezes, coughs, itchy eyes, blue and painful fingertips, and ecchymosis under eyes. The patient was administered oxygen for shortness of breath. No other medical intervention was required. The patient has a prior history of known allergies to sulfa and experiences blue fingertips with in-center hemodialysis treatments. The patient is now dialyzing using system one with a different manufacturer's filter. The patient continues to have blue fingertips during treatments, however, there are no other symptoms experienced.

Manufacturer narrative:
Facility staff attributed the patient's symptoms to a possible dialyzer reaction. There is no evidence of a device malfunction, the user's guide includes adequate warnings to monitor potential allergic reactions. The patient has known allergies to sulfa and had a previous reaction to a dialyzer. The patient continues hemodialysis with a filter from another manufacturer without further symptoms. Nxstage medical considers this report closed. No additional information will be provided.